Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during sigmoidectomy for the firing for the closure of colon of the mouth side at delta shaped anastomosis, they loaded cartridge to instrument, pushed the plastic knob and tried to fire, however the knob was not advanced. Then surgeon separated the anvil fork and cartridge fork, however the part cartridge was broken down. Replaced by a new cartridge, however the same event occurred. Replaced by a new cartridge of another lot#, the firing was completed with no problem. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four loading units. The two opened units were received with the knife blade assemblies disengaged from the cartridges. Functional evaluation was unable to be performed. No visual or functional abnormalities were observed with the two sealed units. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted after firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.